Manufacturer narrative:
Additional information: age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. Device available for evaluation ¿ yes, returned to manufacturer on 7/10/2018. (B)(6). Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. The lens was observed with several scratches. One haptic was observed at folded position. The reported issue as ¿incorrect lens power¿ was not verified, however due the condition of the zcb00 received, the complaint could not be related to the manufacturing process; therefore, a product quality deficiency was not identified. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00 +32.5 diopter) was explanted from patient's operative eye due to a diopter change. No further information provided.